Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with cervical spondylotic myelopathy and underwent anterior cervical corpectomy and fusion at c3-c6. Post-op, the screw on the right cranial side of venture backed out. As the alignment was bad, additional surgery of posterior fusion and 'vn' removal were planned as the result of the event.